Event description:
Two patients with discrepant alanine aminotransferase results, repeat testing on different analyzer, same methodology. Patient 1, initial result 89 u/l, repeat 48 u/l. Erroneous results were not reported. The field service representative determined customer was given incorrect setpoint. He also noted he replaced the photometer heat cut filter and lens as part of troubleshooting. Performance tests performed which were within specification.

Event description:
Two patients with discrepant alanine aminotransferase results, repeat testing on different analyzer, same methodology. Patient 2, initial result 58 u/l, repeat 33 u/l. Erroneous results were not reported. The field service representative determined customer was given incorrect setpoint. He also noted he replaced the photometer heat cut filter and lens as part of troubleshooting. Performance tests performed which were within specification.